Manufacturer narrative:
The exact date of the peritonitis event is unknown. However, it is known that the patient was transitioned to hemodialysis (hd) as of (B)(6) 2017 and the report of the peritonitis was reported the same time the transition to hd was reported. Clinical investigation: any association between the liberty cycler and the event of peritonitis cannot be determined based on lack of information provided. Additional information related to the patient¿s history and co-morbidities is needed to establish potential causality. It remains unclear if patient was utilizing any fresenius products during hospitalization. Additionally, there is no allegation against any fresenius products and the adverse event of peritonitis. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was hospitalized due to peritonitis. The exact date of hospitalization was not provided. The nurse also reported that the patient was not safe to perform pd at home and was transitioned to in-center hemodialysis (hd) on (B)(6) 2017. No further information has been made available at this time.